Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (ins 37714 restore sensor, serial #(B)(4)) found its battery had a reduced capacity due to overdischarge. Connector port observations identified foreign material in port(s). No telemetry results were obtained. The ins did not sync with patient programmer. No recharge issue was observed. Impedance testing in saline resulted in normal values.

Event description:
It was reported that during a battery replacement electrodes #0-7 had been greater than 10,000 ohms. The leads were dried and reconnected multiple times and impedance measurement still showed values greater than 10,000 ohms. The old battery was reconnected and all impedances were measured as normal. A new implantable neurostimulator (ins) was requested and all impedances were measured as normal. One week later it was stated that the attempted replacement of battery had occurred in (B)(6) 2012.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.